Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The instrument was found with teflon pad missing on the side of the clamp arm. Missing material, approximately 0.04¿ x 0.02¿, was not returned back.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the seal protectant part on the harmonic ace instrument broke and fell into the patient. The fragment was retrieved during the same procedure. A backup instrument was used to continue. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the operating room (or) nurse and obtained the following additional information: the customer retrieved the fragment from the patient immediately by using a forceps da vinci instrument. The customer confirmed all fragments were retrieved. The instrument was inspected prior to the issue. Reportedly, the instrument did not collide with any other instruments or other hard material during the surgical procedure. Upon the final removal of the instrument, the wrist was straightened and there was no resistance felt. The surgical staff did not notice any damage to the instrument nor the cannula. There was no injury to the patient and the patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. There was no video recording of the procedure available.